Manufacturer narrative:
The reported event of reset was confirmed. Analysis of the device image revealed that device went into backup mode due to reset error. The device was restored by reloading product code. Backup operation was reproduced at cold temperature, and this is consistent with an integrated circuit anomaly. An assessment of the total projected longevity was performed, and the device was found to have appropriate remaining longevity.

Event description:
It was reported that the device was found in back-up mode prior to attempted implant. A different device was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.